Event description:
Report received of an infection in 2003. The closer s6 fr. Was used to achieve hemostasis in the right femoral artery following an interventional procedure: eight days later another interventional procedure was performed via the right groin and manual compression was used to achieve hemostasis. It was reported that 11 days later the pt presented with "heat, tenderness and feverscene confirmed at the centesis area." The pt was prescribed cefamezin. Two days later an arterial echo was performed and a hematoma and lymphadenopathy were confirmed. The following day, a surgical arterial angioplasty was performed for the treatment of bleeding from a infected aneurysm. It was reported that "it was confirmed during the surgical procedure that the infection had occurred at the area where manual compression was applied. Therefore, the infection was not related to the closer s procedure." Though requested, no additional info was provided.